Manufacturer narrative:
Concomitant medical products: w4tr03 crtp; implanted (B)(6) 2017; 407652 lead; implanted (B)(6) 2009; 429888 lead; implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads were capped and replaced. No patient complications have been reported as a result of this event.